Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-11076, related manufacturer reference number: 1627487-2019-11077. It was reported during an ipg replacement procedure for normal end of life the physician was unable to remove the extensions from the ipg and damaged the ipg header. The physician attempted to insert the extensions into a new ipg. The extensions could not be fully inserted so the extensions were explanted and replaced resolving the issue.

Manufacturer narrative:
The reported extension insertion and removal issue was not confirmed. The lead extension was returned without any visible anomalies that would contribute to the issue. It passed a lead fitment test when tested with the undamaged port of the returned ipg as well as with both ports of a lab standard ipg. It passed all electrical tests. No physical or functional anomaly that would contribute to the reported issue was observed.

Event description:
Related manufacturer reference number: 1627487-2019-11076. Related manufacturer reference number: 1627487-2019-11077.